Event description:
This is the fourth report of four regarding the ins 5010 hermetic lumbar catheter closed tip from the same facility. A ins 5010 hermetic lumbar catheter closed tip, started leaking immediately after placement. Add'l info has been requested.

Manufacturer narrative:
Add'l lot #: 177228, 179049. The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.